Event description:
Philips received a complaint on the v60 ventilator indicating that the device was not turning on. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device was not turning on. The battery was replaced and that did not charge, so the rse believed the issue to be the power management (pm) printed circuit board assembly (pcba). The customer was instructed to perform the following troubleshooting steps: 1. Verify alternating current (ac) outlet for proper voltage, 2. Verify that power cord is functional, 3. Verify power supply (24v) (with ac power disconnected remove j1 from pm pcba, reconnect ac power, verify that 24v is present between the orange and brown wires on the power supply harness connector, if 24v is present replace the pm pcba, if 24v is not present go to next step), 4. Verify that ac power is present (disconnect ac power, remove emi shroud, reconnect ac power, verify that ac voltage is present between the blue and brown wires coming from the ac inlet, if ac power is present, replace the power supply, if ac power is not present, replace the ac inlet). After completing troubleshooting, the customer stated that the power supply was defective. The rse provided the customer with the part information for a replacement v60 power supply and provided the customer with information for the repair. The rse transferred the customer to philips parts ordering to order the replacement part. On 30may2023, the rse emailed the customer the repair guide and the customer stated that replacing the v60 power supply resolved the problem. In a good faith effort (gfe) response from the customer received on 31may2023, it was stated that the initial replaced battery was scrapped, and they had also replaced the pm pcba when fixing the issue.